Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump had large bubbles. The customer¿s blood glucose value was 439 mg/dl and current blood glucose level was 342 mg/dl. The customer was treated with insulin pump. The customer¿s blood glucose value was 168 mg/dl when she woke up. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.